Event description:
The patient called and reported feeling lightheaded intermittently when using the electric reclining chair and also feeling same sensation moving around the home. Additional information has been requested and not yet received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).